Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to a sudden spike from 400-500 ohms to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was suspected that a spring contact lead/header interaction was attributed to the out-of-range pace impedance measurement. Since the lss, noise with oversensing was observed, however it cannot be confirmed whether there were pauses greater than two seconds. The patient is pacer dependent, but does appear to have some slow v-sense beats with a rate in the 50 bpm range. Technical services (ts) recommended testing and programming back to bipolar sensing/unipolar pacing to prevent another lss. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received approximately 6 months later reported that the patient implanted with this pacemaker system presented to the clinic with palpitations under her armpit. Unwanted stimulation was reproducible in clinic at high rv outputs with unipolar pacing, however lead measurements in bipolar were good (0.8v@0.4ms and 400 ohms). There was no evidence of lead noise at this time. The following day, the patient was seen in clinic for further evaluation, and one beat of loss of capture (loc) with noise was observed while manipulating the pocket. Additionally, unwanted stimulation was felt at the device pocket, not the armpit. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to a sudden spike from 400-500 ohms to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was suspected that a spring contact lead/header interaction was attributed to the out-of-range pace impedance measurement. Since the lss, noise with oversensing was observed, however it cannot be confirmed whether there were pauses greater than two seconds. The patient is pacer dependent, but does appear to have some slow v-sense beats with a rate in the 50 bpm range. Technical services (ts) recommended testing and programming back to bipolar sensing/unipolar pacing to prevent another lss. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to a sudden spike from 400-500 ohms to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was suspected that a spring contact lead/header interaction was attributed to the out-of-range pace impedance measurement. Since the lss, noise with oversensing was observed, however it cannot be confirmed whether there were pauses greater than two seconds. The patient is pacer dependent, but does appear to have some slow v-sense beats with a rate in the 50 bpm range. Technical services (ts) recommended testing and programming back to bipolar sensing/unipolar pacing to prevent another lss. This pacemaker system remains in service. No adverse patient effects were reported.